Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported xen®45 gts curled up within tenon's capsule during initial implantation. Physician performed needling procedure to straighten out the gel stent. During needling, xen®45 gts was pulled out of the left eye. Surgery was not completed with another xen. There was no eye injury.